Manufacturer narrative:
Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to ruptured abdominal aortic aneurysm aaa. The account reported that the patient's death was not device related, patient had known to have abdominal aortic aneurysm aaa, which the patient chose not to have repaired due to the possible post-operative complications that may result (need for dialysis). It was reported that the device operated as expected and the lvad pump was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired on (B)(6) 2019 due to a ruptured abdominal aortic aneurysm. The aneurysm was a known condition that the patient had elected not to have repaired due to possible post-operative complications, such as the need for dialysis. There were no alarms associated with the event and the pump reportedly functioned as intended. The pump was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.